Manufacturer narrative:
Blocks d9 & g3: the visions pv .018 catheter was returned for evaluation. Block h3: the visions pv .018 catheter was visually and microscopically inspected with no defects observed. During functional testing, a 0.018¿ guidewire movement test was performed and encountered no resistance. Block h6: the probable cause of the reported failure could not be determined by the investigation since the device passed the functional testing and had no damage or faults that could lead to the reported failure.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. No information available. All reasonably known patient information is included in this report. No information available. Not applicable for this device. Not applicable for this device. The visions pv .018 catheter has not been returned; therefore, returned product investigation was not performed. Per the IFU precautions, do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. In addition, the health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter code: 4614 (serious injury/ illness/ impairment). Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a peripheral procedure inside the body while advancing to the lesion, the manufacturer's catheter performed recordings and measurements. The manufacturer's catheter was removed to take another angiogram and reinserted, but noticed resistance and ivus showed the lesion was not luminal. During removal, the manufacturer's catheter came off the non-manufacturer's's guide wire causing a slight dissection at the right sfa. The dissection was treated with a balloon and stent. This adverse event is being submitted because the patient experienced a dissection and required intervention.